Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an mol1 battery status indicator prior to implant. The decision was made to not use this device, but to return it to guidant for analysis. This observation was made by surgical staff, prior to the implant procedure.